Event description:
It was reported that: omnifit ha stem was implanted in 1989. The implant remains in the patient and is functioning well. An acetabular component was revised in 2003 and, again in 2007 without needing to be revise. It was a well fixed femoral component.

Manufacturer narrative:
Device not available. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.